Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400s (pc400s). During the procedure, the physician successfully placed four pc400s using a lantern delivery microcatheter (lantern). The physician then felt resistance and was unable to advance another pc400 through the proximal shaft of the lantern, and therefore the pc400 was removed. The procedure was completed using four new pc400s, additional coils, and the same lantern. There was no report of an adverse effect to the patient.